Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (1 cfu/endoscope), micrococcaceae (5 cfu/endoscope), coagulase negative staphylococci (1 cfu/endoscope). Ofr checked the subject device and found the damage of biopsy channel, which might have contributed to the reported phenomenon. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon was unlikely related to the device because pseudomonas aeruginosa was detected at the user facility but was not detected by culture test performed by ofr. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, pseudomonas aeruginosa (407cfu/channel) were detected from the sample collected from the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.